Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name and email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue could not be reproduced. As a precaution, the connection cable of the display was reconnected. The device display passed a functional check. The unit was returned to the customer in good condition, ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during before use check that cs300 intra-aortic balloon pump (iabp) display flash. There was no patient involvement and no injury.